Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot f207 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f207 for the reported complaint shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
Customer reported that the connection port between the collect and returned line was broken. Due to the procedure being in single needs mode it was not possible to reconnect the return line to the collect line again. As soon as the customer saw blood, they used a clamp to close the line. From there, the customer decided to abort the procedure with no blood return. The patient was said to be in stable condition and no blood transfusion was needed. No further requests or concerns at this time.